Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6) ,204-70-00 - tibial stem ext. Screw. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6),02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. G3: added 510k number h4: added device manufacture date h6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2020, and then experienced a revision surgical procedure on (B)(6) 2024, approximately 3 years, 6 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.